Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have not duplicated the alleged malfunction. The unit passed extended self testing.